Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "technical event 231032 (expiration valve disconnected). Expiratory valve did not work properly." Health impact: additional device was required. No health further health impact or consequences were reported.

Manufacturer narrative:
Hamilton medical ags comes to the following conclusion: additional "information": on (B)(6) 2025, the hospital reported that the expiratory valve of the ventilator did not function as expected during ventilation. The device alarmed with the associated technical event (te) alarm, te 231032 ¿ tagd_expiration valve disconnected, which was confirmed in the event logs at the stated date and time. Multiple prior occurrences of this alarm were also documented in (B)(6) and (B)(6) 2025. The clinical staff replace the ventilator as a precautionary measure to ensure uninterrupted respiratory support for a neonatal patient. No transition to an ambient mode was recorded following the event. There was no reported harm to the patient. During the technical investigation conducted by hamilton medical, it was found that the mainboard failed to regulate the voltage supplied to the expiratory valve, which led to the mentioned technical event te 231032. As part of the service actions, the expiratory valve assembly was replaced, followed mainboard replacements and a power supply exchange due to voltage readings outside specification on both main board and power supply. The ventilator was returned to clinical use on (B)(6) 2025. No event has been reported since. Correction/additional information: update of the imdrf codes in h6.